Manufacturer narrative:
The pin was returned to the manufacturer for evaluation. Visual inspection confirmed that the pin was bent. It was noted that the pin was also disassembled. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information that, while in a spinal fusion, a percutanous pin was damaged and could not be used when attempting to insert it into the anatomy. A separate pin was used to complete the procedure. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.